Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and was not returned for analysis. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. The balloon cone profiles were reviewed and found that the balloon wings were distorted out of their original tightly wrapped and evenly folded position which suggests that the balloon has been inflated and deflated during procedure. The crimp markings evident indicate that overall crimp contact was achieved between the coated stent and balloon. The balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left circumflex artery (lcx) artery. A 2.75x12 synergy drug eluting stent was advanced through the guide catheter and was inflated. However, during stent delivery system (sds) removal, the stent was also pulled out. The device was removed as a whole and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left circumflex artery (lcx) artery. A 2.75x12 synergy&#10244;rug eluting stent was advanced through the guide catheter and was inflated. However, during stent delivery system (sds) removal, the stent was also pulled out. The device was removed as a whole and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.